Event description:
It was reported that the pt experienced problems with the medication in her pump. Per the reporter, the hcp tried to use morphine in her pump last year which caused her to have a seizure; uncertain when this occurred last yr.